Event description:
One day after successful implant of alleged device, surgeon claimed custom tissue expander (frontal scalp, ear to ear), was thicker and bigger than he ordered or anticipated. Device was custom order to expand scalp and rid pt of skin graft scars and exposed bone. Although physician expressed dissatisfaction with the alleged device, he said he planned to use it. Upon receipt of physician's call, the customer specs were checked by marketing rep and supervisor who actually manufactured the device. Specs were confirmed to be correct. A few days later, the physician reportedly repositioned the device. He stated explantation may be in order due to the delicate condition of the pt's skin. On 1/2/97 physician did remove device, alleging it extruded through the pt's skin and necrosis developed.